Manufacturer narrative:
Patient was discharged on an unknown date, no further information provided. Hvad pump (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported "inadequate flow rate" event was confirmed via review of the controller log files, which revealed a sudden and then a sustained decrease in estimated flow and power consumption as well as several low flow alarms for the reported event date. A report sent from site also identified a decrease in flow from the controller log files. In addition, the report revealed noises in the acoustic measurements. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Considering that the inadequate flow rate event was confirmed and a backwash maneuver resolved the reported event, the most likely root cause of the inadequate flow rate can be attributed to an occlusion caused by thrombus formation. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive clinical root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Thrombus as a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
On (B)(6) 2016 the flow suddenly dropped to values below 2l/min; a correspondent low flow alarm was initiated. The patient was hospitalized with suspect of an occluding pump thrombosis. The acoustic analysis, the hemodynamic measurements and a moderate increased hemolysis confirmed the suspect. On (B)(6) 2016 a backwash maneuver under carotid protection was carried out. The flow normalized to the previous level, the acoustic spectrum did not show any special characteristics anymore. The backwashed thrombus could radiologically be localized in the arterial vascular system. The washed out thrombus could be detected and was removed.